Event description:
It was reported that post op a laparoscopic adjustable band, there was a leak in the tubing by the connector. The surgeon also noticed that the strain relief was missing. The port was discarded. A new port was implanted, the patient is okay.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.